Event description:
The customer contact reported the device alarmed with a s233 (over-temperature-psc) malfunction alarm code. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 (over-temperature-psc) malfunction alarm code was noted in the device history. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, a review of the device history indicated a s233 (over-temperature-psc) malfunction alarm code. The probable cause of the s233 malfunction alarm code was a damaged fan. This report represents all the info known by the reporter upon query by hospira personnel.